Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of missing application was confirmed. On 22-mar-2024, pcu was received unboxed and with paperwork. Pcu when connected to power supply displays message ¿startup files are missing. Please install application". Damage found and figure 1. Shows that the logic board is corrupt. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the logic board in pcu unit. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing application. There was no patient involvement.